Event description:
Abbott customers may observe an issue with the architect c8000 series in which a software defect can allow tests ordered for one sample to be aspirated from a different sample. The reported results are erroneous for the affected sample. The defect was identified for architect c8000, affecting the interaction of the architect system software with the architect c8000 firmware. The issue was identified with architect software version 3.10, however, the issue is present in all on-market software versions. A product correction has been issued and reported for architect system software to the FDA district in 2008. Abbott has not received any reports of adverse events related to this issue.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.